Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent system was to be used to treat a malignant stricture due to cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement on (B)(6) 2016. Reportedly, the patient ¿s anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician started releasing the stent but the stent failed to deploy. The physician removed the stent and noted that the sheath was broken between the guidewire access port and deployment handle. The procedure was completed with another wallflex biliary rx stent system. There were no patient complications as a result in this event.

Manufacturer narrative:
Investigation result: a wallflex biliary rx stent and delivery system was returned for analysis. The stent was received fully mounted in the delivery system. Visual examination found that the outer sheath was broken at the guidewire access sheath between the dark blue outer sheath and the clear guidewire access port. The clear outer sheath was curved and inner shaft was kinked. Functional analysis, found that it was not possible to deploy the device as received but was possible to manually deploy the device. No other issues were identified with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallflex biliary rx stent system was to be used to treat a malignant stricture due to cholangiocarcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement on (B)(6) 2016. Reportedly, the patient ¿s anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician started releasing the stent but the stent failed to deploy. The physician removed the stent and noted that the sheath was broken between the guidewire access port and deployment handle. The procedure was completed with another wallflex biliary rx stent system. There were no patient complications as a result in this event.